Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary # the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient's wife called vad clinic on (B)(6) 2018 reporting a change in mentation. She was instructed to bring patient immediately to the emergency room (ER) for evaluation. On arrival, patient was alert, but could not answer questions appropriately. A brain attack team (bat) was called and a computed tomography (CT) of the head revealed a remarkable large frontal intraparenchymal hematoma. Neurology and neurosurgery were consulted, anticoagulation was reversed. Upon interview, the patient's wife reported that the patient had a intermittent headache since (B)(6) 2018. The patient presented with new onset expressive aphasia. The patient was also noted to have been complaining of lower back pain and chills. Patient was eating and drinking gatorade to stay hydrated and thought to have a possible cold. Patient was noted to have been walking and talking fine on (B)(6) 2018. Wife reported there was no trauma related to this. Patient was started on 1.8% hypertonic nacl per neuro's recommendations to reduce cerebral edema as well asprophylactic keppra for seizure, anticoagulation was put on hold. Patient remains in cardiovascular intensive care unit (cvicu) and was put on cardene for blood pressure (bp) control to keep maps 60-80. Patient is a current candidate for bridge to transplant. No further patient complications have been reported as a result of this event.